Manufacturer narrative:
Dimensional analysis of each of those screw packaged with the returned product confirmed that incorrect screws were inserted in the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to operator error caused during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Report source: (B)(6), product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02883, 0001825034-2019-02884, 0001825034-2019-02885.

Event description:
Incorrect set screw packaged with a tibial stem. This was discovered in inventory, there was no patient or procedure impact.